Event description:
It was reported that the patient¿s continuous glucose data were unavailable during the school day, after which a fingerstick indicated high blood glucose and the guardian administered a manual correction dose; later the pump was reconnected and glucose levels trended down. Symptoms included hyperglycemia without reported ketones, medical intervention, or acute complications. Outcomes included correction with backup therapy and return toward target range without hospitalization. Investigation included troubleshooting support and education with follow-up to ensure reconnection and glucose recovery. Investigation of this case revealed no device alerts or alarms reported during the event and no confirmed device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.